Event description:
It was reported that the insulin gauge was inaccurate. Reportedly customer was not performing air removal step, customer technical support educated customer regarding air removal. Customer continued to use the existing cartridge. There was no reported adverse impact to the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge.